Event description:
It was reported that a homechoice device experienced a high drain 101 alarm after use. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. The patient did not report any symptoms. There was no report of injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Upon conclusion of the investigation, the cause of the reported issue was undetermined. Should additional relevant additional information become available, a supplemental report will be submitted.